Event description:
It was reported that prior to starting - pre-anesthesia of a da vinci-assisted surgical procedure, customer called in to report that after system start universal surgical manipulator (usm) arm 3 was showing yellow led and error 32101 was displayed on vision side cart (vsc). Intuitive surgical (is) technical support engineer (tse) reviewed logs and found error pointing to 48v in axes controller setup (acu) 4. Tse guided customer to shutdown system using circuit breaker (cb) and emergency power-off (epo) on patient side cart (psc). After restart error came back immediately. Procedure was starting with 3 usm arms as tse explained how to use system with 3 arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set-up joint (suj). The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the suj to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal setup joint (suj) inner from patient side cart (psc) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The proximal suj inner was analyzed and the reported problem was confirmed but not replicated. In the system logs, the error 32101 was found indicating a high-side switch error on suj proximal pointing to the motor. It was also coupled with error 32098 indicating a brushless motor controller error reported by the axes controller setup (acu) thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where it functioned within specification without errors. The unit was then installed onto a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors either. As a result of these findings, failure analysis concluded that the acu board was consistent with the reported problem and considered the potential source of the reported failure. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to transient electrical issues resulted from a faulty acu board located on proximal suj inner. This issue can be resolved by replacing the proximal suj outer or disabling the affected arm to complete the procedure with 3 arms.